Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported lack of ballon adapters and air-water cleaning adapters needed proper device precleaning could not be determined as the device was not returned to olympus for evaluation. An endoscopy support specialist (ess) met with ultrasound specialist and manager for a device reprocessing in-service. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Upon arrival to the facility, the olympus endoscopy support specialist (ess), was unable to find the equipment to easily conduct pre-cleaning. There was only one (B)(6) balloon applicator for the series 160 radial eus (endoscopic ultrasound) scopes. The (B)(6) linear balloon applicator could not be found. The department only had three (B)(6) air water cleaning adaptors, which were missing the blue collar on the buttons. As training progressed, the ess found that the facility was not using (B)(6) elevator channel flushing tube during pre-cleaning. Follow up with the facility staff was conducted, which included a request for balloons, applicators, scope and setup in procedure room for training. The ess conducted reprocessing in-service which included pre-cleaning for nursing staff in multiple sessions. An olympus clinical application specialist conducted balloon application and removal training during the in-service and reviewed the ultrasound processing system for the staff to assist them and reset of the unit per changes made by the physician. The ess provided the user facility staff with reprocessing training materials for their reference. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During an onsite reprocessing in-service by an olympus endoscopy support specialist, it was noted that the user facility staff was incorrectly reprocessing the gastrovideoscope. The issue was found during reprocessing. There were no reports of patient harm, infections or injuries reported.